Event description:
Allegedly the patient was revised due to periprosthetic fracture socket; periprosthetic fracture stem (left).

Manufacturer narrative:
This is the same event as 3010536692-2014-01113. This event occurred in the (B)(6).